Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup. The tsr explained that the hp needed to end therapy, and start over with new supplies or complete therapy with manual supplies. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated they were not sure what caused the alarm. The hp confirmed they finished therapy with manual supplies. The sample was discarded and the lot number was unknown. The hp has continued therapy no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient (hp) stated they were not sure what caused the alarm. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).